Event description:
It was reported via phone call, the customer had a broken needle, a bent sensor. The customer mentioned that the she has the sensor in and it is beeping and turning off the insulin. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.